Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Blood glucose was unknown. Customer also reported that can not read the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with moisture damage to electronic assemblies and corroded battery tube. Device received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label.